Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: customer reports "she noticed that the saturations of the patient dropped to 91%, she realised that the ventilator was on standby, quickly restarted ventilation" "noticed gap in datalogs from 18:15 -18:30. Summary: claim - device entered standby without interaction.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.